Manufacturer narrative:
The device was returned, decontaminated and visually investigated. The returned tip was returned with the heat shrink completely removed from the device. This complaint is confirmed. Due to the condition of the returned device a root cause could not be determined.

Event description:
During a surgical procedure,the heat shrink insulation on the renew fenestrated grasper forceps tip became detached and fell into the patient. The procedure and anesthesia time was extended for 40 min. There was no harm to the patient.